Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 350 mg/dl for over 90 minutes while using the ilet system; the user noted a loose infusion set connector and reattached it, with no device alarms reported and no backup therapy used. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included transient elevated glucose that trended downward below 200 mg/dl after the connector was resecured, with no medical intervention, hospitalization, or assistance required. Investigation included troubleshooting and user education regarding infusion set and connector integrity. Investigation of this case revealed a connection issue at the infusion set connector that likely impeded insulin delivery despite the absence of alarms, resolving after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or use-related connection integrity of the infusion set rather than a systemic device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.